Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged and it was removed. Account indicated that while the iol was being inserted into the patient's eye, the iol appeared to be lodged in the injector causing the lens to be scratched when fully implanted. Balanced salt solution was used as per instructions for use and the dwell time was approximately 1-2 minutes. The iol was cut in pieces and removed from the eye. No patient injury was reported. No additional medical or surgical intervention were performed. No further information was provided.